Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-sep-2018 with the following findings: there were unexplained pump reboots observed in the black box. The battery compartment was confirmed to be cracked and moisture corrosion was confirmed to be present inside the battery compartment. The returned battery cap had stripped threads. The cap was unable to maintain electrical connection, reported ¿power¿ complaint was duplicated during investigation with the returned battery cap. A test battery cap was able to fit to maintain electrical connection. The test battery cap was used to complete a 12 hour duration test and no pump reboots were duplicated during this time. The leak test fails with a battery compartment leak. The pump cover was and no further evidence of moisture was observed on the pump circuit board or internal components. No damage to the power circuit was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.